Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing coronary analysis. The procedure was delayed by 2 to 5 minutes. It was reported to philips that the c-arm was unable to angulate/rotate. Review of the log file shows that the table control module reported communication and control module having an error. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system geometry had issues, causing the gantry to float away from the physician during a case. To resolve the issue, the rse instructed the customer to replace control module. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform angulation/rotation. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.